Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification via email on 07/25/2025, an onx aortic-19 (unknown configuration, unknown serial number) was explanted. Pt had initial aortic replacement avr using a 25mm valve in 2004. Following clinical stability for several years, she required a second operation in 2018 for prosthetic valve aortic stenosis and progressive rheumatic mitral stenosis, receiving a 19mm onx aortic valve conduit (root replacement) and 25 mm onx mitral valve. Unfortunately, these prostheses resulted in significant gradients without symptomatic relief as they were too small to begin with. Her functional capacity has progressively worsened, and recent studies demonstrate possible impinged mechanical leaflets, severe mitral stenosis and aortic stenosis with gradients >30mmhg. In addition, suspected pannus formation and possible valve malposition at time of implant have contributed to structural failure.

Manufacturer narrative:
Multiple attempts to obtain additional information have gone unmet. No additional information forthcoming. The manufacturing records could not be reviewed as patient information, serial number, nor exact date of implant was provided. The available information was reviewed. On 25 july 2025, we were notified us that a teammate had received screenshots from surgeon. These screenshots, posted on a social media platform, described and illustrated the explant of both an on-x aortic valved graft and an on-x mitral valve. The date of the explant procedure was not specified, and no patient identifiers were provided. This report concerns the on-x aortic valved graft and the on-x mitral valve that were explanted. The patient was a young woman with a history of two prior heart surgeries. According to the post, her first surgery occurred in 2004, during which a 25 mm tissue valve was implanted. A second operation took place in 2018 due to aortic prosthetic valve stenosis and progressive rheumatic mitral stenosis. At that time, the aortic tissue valve was replaced with a 19 mm on-x aortic valve-conduit, and the native mitral valve was replaced with a 25 mm on-x mitral valve. Following this procedure, the surgeon reported that ¿these prosthesis resulted in significant gradients without symptomatic relief as they were too small to begin with.¿ he noted that the patient¿s functional capacity worsened over time and that recent studies demonstrated possible impinged mechanical leaflets, severe mitral stenosis, and aortic stenosis with gradients >30 mmhg. He further suggested that pannus formation and possible valve malposition at implant contributed to structural failure. The surgical notes included in the post stated: ¿a small on-x mechanical aortic valve prosthesis was excised after being trapped in underlying pannus and scar, directly abutting the mitral mechanical valve. The aorto-mitral curtain essentially [was] nonexistent due to valve contact, a commando-type deconstruction was required to facilitate extraction of the 25 mm on-x mitral mechanical valve.¿ ¿reconstruction included mitral valve replacement with a 27 mm st. Jude masters series mechanical valve and commando-type hemashield patch reconstruction.¿ ¿a 21 mm st. Jude regent aortic mechanical valve was sutured inside a 26 mm hemashield tube graft, leaving a 1 cm proximal cuff to create separation between the mechanical valves.¿ according to pibarot (2006), prosthesis-patient mismatch (ppm) occurs when the effective orifice area of an implanted prosthetic valve is too small relative to body size. This condition generates higher-than-expected gradients across normally functioning prosthetic valves. Ppm is relatively common (20¿70% of aortic valve replacements) and is associated with poorer hemodynamic function, higher rates of congestive heart failure, and more frequent late cardiac events. Given the surgeon¿s statement that the implanted on-x valves were ¿too small,¿ there is a high probability that ppm contributed to the elevated gradients, the patient¿s symptoms, and the ultimate need for explant. According to abad (2016), pannus formation has been linked to valve gradients, small valve size, shear stress, turbulent or slow flow, surgical trauma, foreign material, incorrect valve orientation, thrombus, suboptimal anticoagulation, and increased blood levels of transforming growth factor-beta (tgf-b1). In this case, the surgeon cited two possible factors¿small valve size and incorrect valve orientation¿as contributors to pannus formation. With the limited available information, causality cannot be confirmed, but these remain plausible etiologies. The claim of possible impinged mitral leaflets was not elaborated further in the surgeon¿s post. Therefore, leaflet impingement cannot be confirmed. However, it is well recognized that both pannus and valve malposition can cause prosthesis dysfunction, including restricted leaflet motion. This risk is identified in the instructions for use (IFU) under prosthesis structural dysfunction. According to lantz (2021), bileaflet valves should be implanted in an anti-anatomic position to optimize postoperative flow and promote unobstructed leaflet motion. The explanted valves were not returned to the manufacturer for analysis. Despite repeated attempts, no additional medical records or operative reports were provided by the surgeon. As a result, manufacturing records could not be reviewed, as no serial number or identifying device information was supplied. The IFU identifies explantation as a potential adverse event, including due to pannus formation. The frequency of pannus occurrence is not well established and, for the on-x valve, has only been reported anecdotally (e.g., han 2015 for an aortic case; abad 2016 for a tricuspid case). Bonnichsen et al. (2015) and vitale et al. (1997) reported that thrombosis and pannus together are present in up to 45% of obstructed mechanical valves, though on-x was not specifically evaluated in these studies. While the IFU does not specifically reference ppm, it does identify adverse events associated with its clinical manifestations, including angina, heart failure, and nonstructural dysfunction of the prosthesis. Explant of both the on-x aortic valved graft and on-x mitral valve occurred approximately seven years after implantation due to aortic stenosis with high gradients, severe mitral stenosis, suspected pannus formation, and possible impinged mitral leaflets. Due to the lack of information from the implanting surgeon and the absence of medical records, a definitive root cause could not be determined. However, based on the surgeon¿s statement that both valves were ¿too small¿ and the intraoperative finding of pannus formation, ppm is a plausible underlying cause. Ppm may explain the patient¿s progressive symptoms, elevated gradients across both valves, and the eventual need for explant and redo surgery. No further action is required without additional information. Based on the limited information, a definitive root cause for the reported outcome could not be determined. However, based on the surgeon¿s statement that both valves were ¿too small¿ and the intraoperative finding of pannus formation, ppm is a plausible underlying cause. Ppm may explain the patient¿s progressive symptoms, elevated gradients across both valves, and the eventual need for explant and redo surgery. There is no indication that an error or deficiency occurred at artivion and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. No actions are required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.